Event description:
It was reported that prior to starting a da vinci si surgical procedure the mega suturecut needle driver instrument was noted to have a loose wire. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the instrument grip cable was derailed. The grip close cable was seated on the outermost pulley and the grip close cable was exposed on the outside of the pulley. The yaw motion was non-intuitive as a result. Failure analysis also observed that the one grip close cable was frayed at the distal idler pulley; the pulley exhibited no damage. The frayed strands stuck out at the wrist. The other cables were undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.